Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he is having a problem with performing a set change. Customer indicated that insulin was stuck in the fill tubing. Customer also indicated that he was hospitalized for high blood glucose but did not provide the blood glucose level. Customer does not recall any significant events leading to the error. Troubleshooting was done for priming. No further information was given.